Event description:
The customer reported the (B)(4), ECG lead set failed. There was no reported patient incident/injury.

Manufacturer narrative:
An ECG leads related issue could prevent demand mode pacing or delay therapy/treatment. We are still in the process of assessing if there's a risk to to health. This complaint is being reported in order to meet the reporting deadilines. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the m1669a, ECG trunk cable failed. There was no reported patient incident/injury.